Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on, and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Additionally, a check for error reports or boot-up issues was performed, and it was found that error codes were recorded; however, testing was unable to replicate them, and detailed analysis did not reveal any abnormalities. The reported error codes have been seen before; the guidance is to re-boot the programmer system. This will re-start the software and will, most times, clear the error. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during a routine follow up, it was noted that the touchscreen of this programmer was not working properly. No adverse patient effects were reported. The programmer was returned for analysis.